Event description:
A patient reportedly began vomiting years after the vns had been implanted and the patient had been receiving therapy. The patient's device showed that it was functioning as intended. The physician changed some of the patient's antiepileptic drugs in an attempt to resolve the issue, but that did not change the patient's vomiting. The patient also reportedly lost about 4 kilograms in (B)(6) 2016 due to the vomiting MFR. Report# 1644487-2017-03193 captures the vomiting as it occurred with the patient's previously implanted generator.